Manufacturer narrative:
Samples were collected in edta tubes and sampled in auto mode within the hour after collection. Per the customer, controls are run daily. Controls were run before and after the incident and recovered within assay ranges. The instrument is currently performing within qc specifications with respect to controls (accuracy and precision). Service was not dispatched for this event. The root cause, based on raw data analysis provided by the customer, for the erroneous differential is that the algorithm does not set flags at the flagging level setting employed by the customer. The algorithm sets blast flag in the highest level setting and imm ne1 flags at all sensitivity levels. Per product labeling, beckman coulter inc. Does not claim to identify every abnormality in all samples.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter lh 780 hematology analyzer gave erroneous differential results on one patient specimen without instrument generated messages. The manual review for the patient's specimen did not match the automated differential results and did not flag sample for immature cells. No erroneous results were reported out of the laboratory. There was no death, injury, or change to patient treatment as a result of this incident.